Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant procedure of the leadless implantable pulse generator (ipg), the electrophysiology study was performed. Leadless pacemaker was deployed without issues. When cutting the tether, the operator noticed that the device microdislodged, the proximal end of the device "dancing" while still having some fixation at distal end. Device then fully dislodged, floating in the right atrium. Device was snared and retrieved. Physician decided to do the replacement with a traditional dual chamber transvenous system. At conclusion of case, patient seemed alert and stable. It was noted that the patient's blood pressure dropped after the completion of the procedure. Perforation of the right ventricle and pericardial effusion were suspected. Patient expired in post anesthesia care unit 3-4 hours post procedure.